Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with cannulation of the duct, wire placement, removal of plastic stent, placement of metal wall stent and biopsy of the ampulla, the single use distal cover fell off of the duodenovideoscope and was retrieved from the patient's stomach. It was noticed that the distal cover was not on the end of the endoscope at the end of the procedure when the endoscope came out onto the table and the tech began the precleaning process. Another gastrointestinal videoscope was then inserted to retrieve the fallen distal cover with a retrieval net. The procedure was then completed. The patient was under general anesthesia and there was no reported delay. There was no reported patient impact. This report is related to the following patient identifier: (B)(4).